Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, in one of the firings, the surgeon clamped the tissue but there was no green light indicated for firing. The device was then cycled, reload was attached and the adapter was re-attached and it worked properly. There is no error message showing on the display. It was also reported that the patient passed away. It is unknown if the device contributed to the patients death.